Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump and tubing contain air bubbles. The customer's blood glucose reading was 223 mg/dl at the time of incident. Troubleshooting advised customer to prime out the air bubbles, monitor the issue and call back if necessary. No further details provided.